Event description:
Pt admitted for deep vein thrombosis left leg. Required placement of ivc filter. Initial attempt at filter placement unsuccessful. Md documents filter did not expand and traveled up towards right atrium. A second filter was deployed. The first filter lodged in the tricuspid valve. Radiology unsuccessful in retrieving filter. Pt went for median sternotomy and retreival of greenfield filter with a tricuspid valvuloplasty. Pt discharged nine days later in stable condition.